Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera focus and monitor contrast. System operates as intended.

Event description:
It was reported that the system image quality was poor, with too much contrast and focus out of tolerance. No patient injury was reported.